Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was typically experienced when the valve was loaded incorrectly. An assignable root cause related to this event could not be determined. The subject device was not returned for evaluation, and the reported capsule separation could not be confirmed. The valve and dcs were recaptured and removed from the patient. A new valve was loaded onto a new dcs and the valve was successfully implanted. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced, crossed the valve, and upon deployment the capsule did not move. It was reported that the capsule was broken and would not open. The valve and dcs were recaptured and withdrawn from the body. A new valve was loaded onto a new dcs and the valve was successfully implanted. No adverse patient effects were reported.